Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: particle in the joint between the filter and the tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): visual inspection: the 21 received samples were taken to visual inspection according to the test plan (test method 102000_cleanliness). Definition of the method: cleanliness means the absence of dirt and foreign particles (e.g. Grease, lint, shavings, swarf, adhesive) on the component surfaces (internal and external), packaging (internal and external), single packs (external) and granulates. This test method is considered to solve the particle during normal product application. Nominal: no particle per sample >0.8 mm² allowed. Actual: at 7 samples we detected several particles > 0.8 mm² between the elastomeric membrane and the outer shell. At the other 14 samples we detected one loose particle < 0.8 mm² between the elastomeric membrane and the outer shell. CAPA 188232 had been raised to address the general contamination issue and the last corrective actions had been implemented on 2021-02-26. Summary of root cause analysis: 7 contaminants are not within specification. Hence, this complaint is considered as confirmed. CAPA 188232 had been raised to address general contamination issue. Cause: failure in production process. In the event if inability to verify complaint or identify root cause, please provide the rational : not applicable. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: CAPA 188232 was raised to address the contamination issue. Refer to CAPA 188232 for further details of corrective actions. First batch number: 21c16ge721. Responsible person: oai/yik xiang goh. Completion date: 2021-02-26.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eighty-eight (88) samples were received for evaluation regarding foreign material. Per the investigation results, thirty-seven (37) samples were identified to contain particulate at different locations. An approved project is in place to further address issues with contamination. In addition, a refresher training was performed with personnel and supplier notifications were sent. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.